Manufacturer narrative:
Integra has completed their internal investigation on october 20, 2017. Failure analysis: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused unit to lose pressure; when unit is properly positioned and put under pressure unit would not have lost pressure. Unit was recently repaired and will be repaired at no charge. Device history record reviewed for sn (B)(4) work order /(B)(4) lot/ 144. A total of (B)(4) were manufactured on 4/18/2014 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. No service history is on file for this device. Trend analysis:a query in the complaint system from 10/04/2015 to 10/12/2017 for this reported failure using key words "not holding pressure " for product ID a1059 shows that 6 complaints including this case. No new design or manufacturing trends have been identified. This issue will be monitored root cause analysis: undetermined at this time- complaint not confirmed.

Event description:
It was reported that a (B)(6) female patient was undergoing a mis cervical foraminotomy and the headpiece was not holding pressure. It says (B)(6) at the start of the case, but loses pressured during the case. Clarifying/confirming information received on (B)(6) 2017 via phone regarding email that was sent on (B)(6) 2017. The healthcare professional (hcp) stated that the patient slipped from the mayfield modified skull clamp. The patient had a laceration to the scalp(head) area, which required stitches. There was no delay in surgery reported. The hcp stated another mayfield clamp was used. No other information provided.